Manufacturer narrative:
An underlying patient corneal condition may have caused or contributed to the incomplete capsulotomy and subsequent capsular tear. No further clinical follow up.

Event description:
On (B)(6) 2024, dr. (B)(6) reported to cas that during procedure ID #75, he noted a capsular tear inferior to the intelli-axis markers.